Event description:
It was reported that the patient had no symptoms directly related to the event but was already in hospital for heart failure symptoms. It was noted that intermittent capture and post paced t-wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after reprogramming changes.